Event description:
A customer reported via phone call indicating that they receive a lost sensor alert after three hours with every sensor they insert. The patient's blood glucose was 428 mg/dl at the time of the call. The customer was treated with their insulin pump. The customer stated that the insulin pump is not communicating with the sensor. The customer is also reporting a lost sensor after fifteen minutes of insertion. The customer was sent a new sensor.

Manufacturer narrative:
Findings: reliability analysis inspected 3 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). 1 of 3 sensors failed for low readings 2 remaining sensors passed per spec. With accurate readings.